Manufacturer narrative:
Correction: section a4: patient weight should have been 120 pounds instead of being blank in the initial report. This correction is reflected in this additional report 2.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure where it is unknown if the ipg was placed in surgery mode. Troubleshooting was able to resolve the issue.